Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted concurrently with tvh/bso, perineorrhapy, and repair of cystotomy due to pop and sui. It was reported that patient underwent mesh revision/removal on (B)(6) 2011. No additional information provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced eroded sling through the urethra, uti, hematuria, dysuria, dyspareunia, burning, irritation, urinary frequency, vaginal bleeding, urgency, suprapubic abscess, urinary retention, vesicovaginal fistula, and ureteritis.